Event description:
It was reported that the catheter split. A vtcb/8.3 flexima regular w/ro flexima was selected for use in a biliary drainage procedure. After placing the device into the patient, it was noted that the catheter has split when attempting to remove the inner dilator. The device was removed over the wire. Another catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date. Initial reporter title, and initial reporter last name were reported as: (B)(6).

Event description:
It was reported that the catheter split. A vtcb/8.3 flexima regular w/ro flexima was selected for use in a biliary drainage procedure. After placing the device into the patient, it was noted that the catheter has split when attempting to remove the inner dilator. The device was removed over the wire. Another catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
E1: initial reporter title and initial reporter last name: additional information. B3: date of event: no date provided, used the first date in the month of the aware date.